Event description:
Patient had r. Total hip arthroplasty. Tip of cobra retractor broke and was retained in patient - visible upon post procedure x-ray. Patient returned to surgery for removal of tip of retractor. Retractor property of stryker medical.